Event description:
It was reported that the patient experienced unintended stimulation during the procedure. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device was received by the manufacturer for evaluation. However, no device malfunction was confirmed. The reported event likely involved unintended stimulation in sensory mode. Unintended stimulation in sensory mode is known to be an inherent effect of this device, and is not reflective of a malfunction or failure.

Event description:
It was reported that the patient experienced unintended stimulation during the procedure. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. The device has not yet been received for evaluation.